Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of an over infusion - blood transfusion was not determined because no products or device logs were returned.

Event description:
A copy of the medwatch report from FDA was received, which states, "blood product collected from blood bank with label stating 500ml contents. Resident confirmed desired administration over 4 hours, so nurse set administration rate as 125 ml/hr. Infusion started at 0500 and was completed shortly following 0700. Administration confirmed and cosigned with second nurse at start of administration per blood administration policy." There was no information on patient outcome.

Event description:
A copy of the medwatch report from FDA was received, which states, "blood product collected from blood bank with label stating 500ml contents. Resident confirmed desired administration over 4 hours, so nurse set administration rate as 125 ml/hr. Infusion started at 0500 and was completed shortly following 0700. Administration confirmed and cosigned with second nurse at start of administration per blood administration policy." There was no information on patient outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.